Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A device history review revealed no issues that could have caused or contributed to the reported issue. The device failed idea testing on (B)(6) 2020 due to white screen display. Service evaluation verified the white screen display. The cause was identified to be a printed circuit board (pcb) which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device displayed a white screen. No additional information is available.